Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. The km responder reported that the customer declined to have the device serviced by philips. Insufficient information was available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having a sensor zeroing failure. It was unknown how the issue was found. No patient or user harm reported. Device evaluation and repair are pending, and this investigation is ongoing.